Event description:
The customer reported that the cannula had dislodged and that he could feel it. His blood glucose reached 297 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.